Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012542060); product type: 0195-heart valves: non-implantable device product ID l-evolutfx-2329 (lot: 0012447157); product type: 0195-heart valves: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation of the transcatheter aortic valve evfxplus-29, a fluoroscopic inspection of the valve load was performed and revealed that the loaded valve appeared satisfactory with a line reaching the third node. Upon the first deployment attempt of the valve, the frame did not expand well when reaching the point of no recapture. Subsequently, the valve was replaced with a new valve which was implanted successfully. Additionally, when the valve was opened outside the patient, an infold was visible in the valve frame. No patient complications have been reported as a result of this event.

Event description:
Additional information was received which reported that a 10-minute procedural delay occurred.

Manufacturer narrative:
Updated data: a3a. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received fully submerged in clear 0.2% glutaraldehyde solution inside a heart valve return kit jar. The valve was discolored, showing evidence of blood contact. The valve was received in a crimped state. The outflow aspect showed a slight elliptical appearance, and the inflow aspect displayed a reniform appearance. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close, which appeared to be associated with the dried state of the tissue. All leaflets were severely dehydrated and stiff with evidence of severe creases and imprints. Creases and imprints were also noted on the outer wrap. All commissures were dry and intact. All sutures were intact; no damage was observed. There was no evidence of bends or kinks to the frame. The valve was submerged in a warm (approximately 37 degrees celsius) saline bath. The frame expanded; however, the valve retained a compressed state. The compressed state may possibly be associated with the valve having been in the loaded state, inside the delivery system, for a duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.